Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for follow-up, a pocket infection was noted. Patient was prescribed antibiotics. Patient noted being admitted to hospital due to site being red. Device is functioning properly. The patient was in stable condition. No further information available.